Event description:
The reporter stated that a serum sample from a patient with abdominal pains gave a lipase result of 23 lim. 1 l with the suspect device. The lim. 1 error flag, indicating that the sample should be diluted and rerun, was not noted, and the result was transmitted to the host computer which provided a report with a lipase result of 23 l (no error flag). Surgical intervention indicated a diagnosis of pancreatitis. The patient was in critical care due to complications resulting from the surgery. Subsequent dilution and analysis of the sample gave a lipase level of 59,300. Analysis of an unk body fluid from the same patient for lipase and amylase gave the same pattern. Analysis of fluids other than serum, plasma, and urine is not supported in device product literature.